Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing of noise. It was also noted that the right ventricular (rv) lead had high capture thresholds. This ICD device was explanted and replaced at scheduled generator change out procedure for normal battery depletion. No additional adverse patient effects were reported. This product has not been received by boston scientific for further investigation. Later, this product was received by boston scientific and full investigation was conducted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing of noise. It was also noted that the right ventricular (rv) lead had high capture thresholds. This ICD device was explanted and replaced at scheduled generator change out procedure for normal battery depletion. No additional adverse patient effects were reported. This product has not been received by boston scientific for further investigation.